Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. There was no patient consequences reported. New information received notes that the pacemaker (pm) exhibited under-sensing which resulted in inappropriate automatic mode switch (ams). The right ventricular (rv) lead and pm were explanted and replaced on (B)(6) 2025. The patient condition was in stable condition.

Manufacturer narrative:
The reported events on pacing problem, and under-sensing were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and analysis of output signal found pacing parameters within normal range. Further evaluation included sensing test under most sensitive settings, and the results indicated parameters were normal. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed and was within normal range of operation with appropriate remaining longevity.